Manufacturer narrative:
(B)(4). The device was returned to the factory for investigation. Signs of clinical use was observed. There was blood and an excessive amount of charred tissue detected on the jaws. The silicone coating on the cold jaw was observed to be peeled near the tip, exposing the metal foundation of the jaw, but remained attached. The heater wire was also observed to be flexed at the center, while remaining attached at the tip and base of the jaw. Based on the returned condition of the device, and the results of the investigation, the reported failure "peeled jaw", and the analyzed failure "material twisted/bent; wire" are confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip of the jaw cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip of the jaw cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.